Event description:
Rep reported that the catheter broke off into the spinal space during insertion. The surgeon was not able to retrieve the device. An x-ray was taken and there were no adverse consequences to the pt.

Manufacturer narrative:
Upon completion of the investigation it was noted that this complaint has been confirmed. The customer returned two lumbar catheters for evaluation. One of the catheters is intact without any evidence of use. However, the guide wire inserted inside the catheter had several kinks along its length. The second catheter is showing evidence of being used. It does not have a guide wire and approximately 1 3/4" of the distal end of the catheter is missing (not returned for evaluation). The causes(s) of the damage could not be fully determined, however, improper technique used by the customer may have caused the reported difficulty and the actual damage. It is warned in the instructions for use. "To minimize the risk of damage to the catheter, take care not to pull back on or withdraw the catheter after insertion into the needle. If the records were reviewed and no non-conformities were verified for this lot number before being sent to inventory. A complaint records review was also performed and verified that at the present time this is the first complaint reported for this lot number. Based on the results of this investigation, no further action is required. Trends will be monitored for this or similar complaints. At the present time, this complaint is closed.